Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: insyte autoguard. Device failure: discoloration / variation in color / cloudy.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard catheter is 'cloudy'. The following information was provided by the initial reporter, translated from *** to english: catheter difficult to puncture venous puncture, requiring several punctures, only possible after inhalation induction under a mask. Catheter does not return blood after immediate intravenous insertion. The sample was properly sealed. Sample unavailable for collection. ---------- additional information received on 15th oct 2024 the event took place 09/10/2024 ¿I would like to reinforce the difficulty we are having with this catheter. It has become a frequent access difficulty here in the surgical center, patients have been punctured multiple times. The team has been trained and is following the manufacturer's guidelines, and yet there are still many problems. The catheter doesn't slide well on the needle, the tip seems blind, it doesn't pierce the vein properly, often pushing it through. The set makes it difficult to move the catheter, making it impossible to puncture in some places, and the cannon is cloudy and doesn't fill with blood, making it impossible for the operator to follow the progression in the vein. I remember that it's anesthetists who are experienced in access who are having difficulty.¿

Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 4114363. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples of the affected products were available for return, a thorough sample analysis could not be completed. For the reported issues regarding flashback and discoloration, it was not possible to confirm this report since the adapter of the insyte autoguard product has the characteristic of a ¿pink and transparent¿ color. The fact that the adapter is transparent facilitates the visualization of the return of blood. In addition to the fact that no samples/photos were provided for the claimed defect. It is worth noting that, according to the instructions for use of the insyte autoguard product, ¿the 24-20 ga (0.7-1-1mm) gauge devices provide bd instaflash needle technology that allows immediate visualization of blood along the catheter. The chamber provides confirmation that the device has penetrated the vessel.¿, the ¿instaflash¿ technology allows the visualization of venous return even before the ¿blood¿ can reach the adapter¿. Full details of the device and its use can be found in the instruction for use attached. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 4114363. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples of the affected products were available for return, a thorough sample analysis could not be completed. For the reported issues regarding flashback and discoloration, it was not possible to confirm this report since the adapter of the insyte autoguard product has the characteristic of a ¿blue and transparent¿ color. The fact that the adapter is transparent facilitates the visualization of the return of blood. In addition to the fact that no samples/photos were provided for the claimed defect. It is worth noting that, according to the instructions for use of the insyte autoguard product, ¿the 24-20 ga (0.7-1-1 mm) gauge devices provide bd instaflash needle technology that allows immediate visualization of blood along the catheter. The chamber provides confirmation that the device has penetrated the vessel.¿, the ¿instaflash¿ technology allows the visualization of venous return even before the ¿blood¿ can reach the adapter¿. Full details of the device and its use can be found in the instruction for use attached. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.